Event description:
The customer reported that the device was not sealing as well as expected. The generator in use provided end tones, indicating a complete seal cycle. There was no bleeding or patient injury. A device of the same type was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). Date of initial report : 02/04/2015. One used lf1520 was received for evaluation. The returned sample met specification as received by covidien. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles.